Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture on the keypad traces. No button error alarm was noted during testing. There was no moisture damage found on the electronics, motor, battery tube, and vibrator assemblies. The following physical damage was also noted: minor scratches on the lcd window, cracked case at a display window corner, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error after the pump fell out of the boat into the water. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.